Manufacturer narrative:
A ge service rep performed an on site investigation. Investigation identified that the unit operated as expected, and no repair will be completed by ge.

Event description:
It was reported that the 9400 system shut down during a case and will not boot. There was no report of pt injury.